Event description:
The customer reported that the insulin pump gives random alerts that are not showing up in the alert history. The blood glucose reading was 350 mg/dl. The patient stated the unit is alerting every three minutes. The customer was assisted in performing a self test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.